Event description:
It was reported that the device had failed patient side occlusion and rate. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed patient side occlusion and rate. There was no reported patient involvement.

Manufacturer narrative:
Correction: annex d: d02. Additional information: remedial action required, remedial action #. Annex a: a0406. Annex c: c16. Annex d: d0302, d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint that the device had failed patient side occlusion and rate was confirmed and replicated during testing. The device was fully evaluated, and the issue is being attributed to the top left, middle right and middle left bezel boss insert being lifted. Asm rate accuracy and rate calibration tasks were performed on the pump module. Results revealed the source pump module was infusing out of specification with vpmr of 136.5 l (actual error - (B)(4)). Per the test results, the new vpmr is out of range and the device requires repair. Asm patient side occlusion task was performed, the results from the testing revealed the pump module was within specification with 11.34 psi; however, when the test was performed, the pressure was unstable. The pump module bezel assembly was temporarily replaced with a known good dchu bezel assembly for testing purposes only. Asm rate calibration and rate accuracy task were performed on the source pump module. Results indicate the device was operating within specification with an actual error of - (B)(4) at vpmr of 161.5 l. Results from asm patient side occlusion task revealed the source pump module was within specification with 10.30 psi. Preventative maintenance (pm) testing was performed on the suspect pump module. The asm pm task completed successfully without any observed errors or malfunctions. The event date was reported as (B)(6) 2025; time was not reported. Review of the pump module error log showed no errors were recorded on the reported event date. The pump module event log showed no usage of the pump module in the reported event date. The last infusion performed in the suspect pump module was on (B)(6) 2025 at 5:05 am attached to the pcu s/n (B)(6) with a rate of 600 ml/hr and volume to be infused (vtbi) of 100 ml. The infusion completed at 5:16 am and channeled of at 5:18 am. The bd alaris¿ system with guardrails¿ suite mx user manual v12.1.2 states: to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. Do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris¿ system. There was no reported patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed patient side occlusion and rate. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The complaint that the device had failed patient side occlusion and rate was confirmed and replicated during testing. The device was fully evaluated, and the issue is being attributed to the top left, middle right and middle left bezel boss insert being lifted. Asm rate accuracy and rate calibration tasks were performed on the pump module. Results revealed the source pump module was infusing out of specification with vpmr of 136.5 l (actual error -19.6667%). Per the test results, the new vpmr is out of range and the device requires repair. Asm patient side occlusion task was performed, the results from the testing revealed the pump module was within specification with 11.34 psi; however, when the test was performed, the pressure was unstable. The pump module bezel assembly was temporarily replaced with a known good dchu bezel assembly for testing purposes only. Asm rate calibration and rate accuracy task were performed on the source pump module. Results indicate the device was operating within specification with an actual error of - 0.0833% at vpmr of 161.5 l. Results from asm patient side occlusion task revealed the source pump module was within specification with 10.30 psi. Preventative maintenance (pm) testing was performed on the suspect pump module. The asm pm task completed successfully without any observed errors or malfunctions. The event date was reported as (B)(6) 2025; time was not reported. Review of the pump module error log showed no errors were recorded on the reported event date. The pump module event log showed no usage of the pump module in the reported event date. The last infusion performed in the suspect pump module was on (B)(6) 2025 at 5:05 am attached to the pcu s/n (B)(6) with a rate of 600 ml/hr and volume to be infused (vtbi) of 100 ml. The infusion completed at 5:16 am and channeled of at 5:18 am. The bd alaris¿ system with guardrails¿ suite mx user manual v12.1.2 states: to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. Do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris¿ system. There was no reported patient involvement. Note to repair center: device was opened for investigation, please re-torque all screws. Please replace bezel assembly as it was disassembled during the investigation. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.